Event description:
It was reported that device embolization occurred. The patient had a challenging left atrial appendage (laa) anatomy (posterior chicken wing). A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and two 24mm and one 20mm watchman flx laa closure devices & delivery systems (wds) were used. After multiple attempts with the 24mm devices, they sized down to a 20mm device. The release criteria was met, although there was a 3.2mm leak at 135 degrees. The device was released. Transesophageal echocardiogram (tee) was done for several minutes post-implant, doing a 3d en face view and remeasuring after release. The device did not move and the patient remained stable. Upon discharge, a computerized tomography (CT) scan was performed for something unrelated to the watchman procedure. When the CT scan was read four days later on (B)(6) 2021, the device was noted to have embolized and was in the descending aorta. The patient was completely asymptomatic and at home. The device was successfully retrieved percutaneously via catheter. The patient is doing well and will remain on blood thinners. The patient was discharged on (B)(6) 2021.